Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device showed high ventricular impedance and noise. On (B)(6) 2010, the device recorded an impedance value of 4047 ohms. This value was 1786 ohms the day before with values before and after this between 500 - 1000 ohms. The lifetime ventricular sensing integrity counter is 352 and all counts occurred since implant on (B)(6) 2010 and the time duration is about one week. A high value of this count can indicate a possible intermittency in the system. (B)(4) std review - lead integrity alert triggered; lia was installed and was triggered (B)(6) 2010. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the patient received inappropriate shocks due to lead noise. The lead also showed high impedance and the short interval count was greater than 300 indicating possible oversensing. The device lead connection was to be revised. During this procedure, the device was replaced and the lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device showed high ventricular impedance and noise. On (B)(6) 2010, the device recorded an impedance value of 4047 ohms. This value was 1786 ohms the day before with values before and after this between 500 - 1000 ohms. The lifetime ventricular sensing integrity counter is 352 and all counts occurred since implant on (B)(6) 2010 and the time duration is about one week. A high value of this count can indicate a possible intermittency in the system. Analysis of the device is in process; the results will be forwarded when available.